Event description:
It was reported that the patient presented in-clinic for a device changeout procedure. During the procedure the right-atrial (ra) lead exhibited difficult to be disconnected from the pacemaker header. As a resolution the ra lead remained implanted, and the device was explanted and replaced. The patient condition was stable.

Event description:
Additional information received confirmed that during the same procedure the right-ventricular (rv) lead exhibited difficulty to be disconnected form the pacemaker header as well and as a resolution the rv lead remained implanted.